Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet appeared to come apart after being removed from the charger. The user was able to press the housing back together, and the pump continued functioning. A replacement was arranged. No blood glucose impact or symptoms were reported, and no medical intervention was required.